Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the pph03 device arrived with the knife damaged; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a hemorrhoidectomy, bleeding occurred from an artery since the deployed staples were not formed properly. The doctor commented that the breaking sound of the washer was not heard though the firing handle was fully grasped and there was an unexpected resistance in firing. The device was closed as much as possible. The device did not clamp something hard. The bleeding was stopped with an electrical scalpel. The amount of bleeding was unknown. Blood transfusion was not required. Additional suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: what was the appearance of the deployed staples (irregular, legs straight)? Legs were slightly bent, but it was not b-formed. Were there staples seen in the surgical field? If yes, what was there appearance (irregular, legs straight)? Yes, legs were slightly bent. Were within the green tissue compression/gap setting scale was the orange indicator set for firing? Yes. What degree of hemorrhoids did the patient have? No information. Was the device fired plastic to plastic? Yes.